Event description:
The customer states that the following axsym total bhcg results were generated on the same patient sample using reagent lot 15742q100: 06/2004 4800 miu/ml; 3rd day 47 miu/ml; next day 4591 miu/ml. The customer states that no issues with the axsym analyzer were observed. The result of 47 miu/ml was not reported out of the laboratory. No impact to patient management was reported.